Event description:
It was reported that during a procedure involving one nc sprinter balloon catheter, balloon deflation difficulties and removal diffi culties occurred. The device would not deflate at the lesion site. Difficulties removing the balloon after balloon dilation were encountered. The device was withdrawn along with the guide catheter and removed. The lesion being treated was mildly tortuous and mildly calcified with 80% stenosis located in the proximal/mid left main (lm) coronary artery/left anterior descending (lad) artery. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to puncture the balloon with the tip of a hard guidewire, but this failed. Sections b1, b2 and h1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: difficulties were not noted during inflation of the device. Two inflations were performed prior to the deflation difficulties. An in flation pressure of 12 atm was applied for each inflation. The balloon was tried to be deflated and withdrawn but it could not be removed. It was not difficult to remove the protective sheath or packaging stylette. The device was not moved or repositioned while in flated. A one-to-one ratio of contrast agent was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: three images were provided for analysis. Image 1 shows an open shelf carton. The label on the carton shows that it is an nc sprinter rx device 2.75 x 15 mm (ncsp27515x), lot #: 227846073. Images 2 and 3 show the distal end of the device. The distal end of the balloon is bunched over the tip indicating that there may have been removal difficulties. Product analysis: the device was returned for evaluation. The device was returned with the balloon in a post inflated state and the inflation/deflation lumen is stretched. It was not possible to perform inflation/deflation testing due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.